Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient had gas the first day of their trial and then had a bowel movement. It was also reported that the patient started taking medication for a uti as of (B)(6) 2017. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.